Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the power inlet module in arctic sun device was broken and required replacement. The coin cell was older than 2 years and required replacement. Tubing was expanded and required replacement. System hours were 6559.6, pump hours were 5763.7, controller was 1.07, 1.03 graphics were 3.0.2.10120. Per additional information on 05dec2022, based on the reported issue, all information needed had been received. The unit was received on (B)(6) 2022 and the reported event was found during evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power inlet module in arctic sun device was broken and required replacement. The coin cell was older than 2 years and required replacement. Tubing was expanded and required replacement. System hours were 6559.6, pump hours were 5763.7, controller was 1.07, 1.03 graphics were 3.0.2.10120. Per additional information on 05dec2022, based on the reported issue, all information had been received. The unit was received on 22nov2022, and the reported event was found during evaluation. Per sample evaluation result received on 10apr2023, the double bend tube and 1/2 l shaped formed tube were expanded.